Manufacturer narrative:
The insulin pump was received no button response due to flattened down button dome switch. The pump was unable to verify time clock anomaly, excessive no delivery alarm and perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No moisture damage was found inside the pump. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 426 mg/dl. The customer treated the high readings with a manual injection. The customer had symptoms such as dizziness and being unbalanced. The customer stated that the only time that he get to move one line down is pressing the tip of the arrow. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.